Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter in the barrel. This occurred on 95 occasions before use. The following information was provided by the initial reporter: the barrel has foreign matter (black spot).the event was found in diluting costly drug.